Manufacturer narrative:
H.6 results eval codes: smith's medical international inspection of the picture provided confirmed the alleged failure. A review of the complaint history database highlighted complaints of a similar nature have been reported to smiths medical international previously. Analysis of these identifies no systematic cause for the reported procedural complications. A review of the device history records, for the guiding catheter batch, and packing records for the finished kit batch highlighted no anomalies. It has been possible to assign a definitive root cause for the breakage. It has been concluded that there are no quality issues with the guiding catheter and the current testing regime of a 1 in 20 destructive test for tensile strength and elongation at break, along with 100% visual inspection during assembly being adequate. It is possible, however, that excessive force applied to the catheter during use may have been a contribuatory factor.